Event description:
It was reported that the patient experienced ventricular fibrillation (vf). The patient reported chest pain. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event. The patient is part of the (B)(6) study.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an adverse event. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6935m62 implantable tachy lead 2013 (B)(6); 4598 implantable pacing lead 2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6). (B)(4).